Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the pump was slow to rewind. Customer stated that they had frequent battery changes and the buttons stick such as the act and down buttons. Customer mentioned there is a crack and condensation in the screen. Customer also had unexplained no delivery alarms. Customer declined to speak to the helpline.